Event description:
Report received of a pump turning off with no alarm alert. The customer contact reported that the pump was set to deliver plain IV fluids with no additives at an unspecified rate. According to the customer contact, the pump was infusing and "shut inself off and did not alarm". It was not known how long the infusion was off when the rn discovered the IV not infusing. It was reported that the nurse attempted to resume the infusion and watched the fluid start to drip and then the pump reportedly ceased to function with no audible alarm alert. The pump was immediately replaced and therapy was continued without further reported incident. There was no reported adverse pt event. Though requested, there was no further info available.